Event description:
On (B)(6) 2010, the lay user/reporter contacted lifescan to report the unknown meter was giving an inaccurate reading. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach him by telephone. On (B)(6) 2010, the smss sent a letter requesting the patient contact medical surveillance. On (B)(6) 2010, the patient obtained the blood glucose reading of "700 mg/dl" on the reported meter. The reporter was unable to provide the meter type or serial number. The one touch meters do not read greater than 600 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient took his usual dose of 15 units insulin, specific type not provided. The patient went to the emergency room, where his blood glucose level was tested to be 39 mg/dl. The patient was treated with oral glucose. On (B)(6) 2010, the patient was admitted to the hospital. It would have been helpful to determine the meter type, the condition of the test strips, the patient's meter readings prior to this event, what meals and medications were taken prior to the event, the patient's diabetes medication regimen, his expected readings, the admitting diagnosis and treatment in the hospital. The meter type, test strip information and specifics of the reported meter readings are not known. The patient allegedly had a blood glucose reading of 39 mg/dl in the emergency room after obtaining an elevated meter reading, and received treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.